Manufacturer narrative:
00770302000 z.s.g.m. Cutter 2:1 ratio caution: sharp serial#: (B)(4). 00770201500 zimmer skin graft mesher ratio serial#: (B)(4). This event has been recorded by zimmer biomet under (B)(4). The investigation and evaluation of the device is in process. Once the investigation is completed, a supplemental report will be filed.

Event description:
It was reported that there was an incomplete mesh. The event occurred while using the device on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Current repair. Product evaluation. Product review of the skin graft mesher sn (B)(6) by dover on 18 may 2020 revealed that the gears and collars needed to be replaced on the cutters. Cutter 1:5 and 2:1 failed due to an incomplete cut. The pre-repair calibration was out of specification and the test cut passed. Product repair. Repair of the device was performed by dover on 18 may 2020 which included replacement of the following: side plate, gears, collars. The device, serial number (B)(6), was then tested and functioned properly. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.